Event description:
It was reported that pump displayed malfunction alert and no unusual events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if alert appeared again.